Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, noise and oversensing were noted via the pacing system analyzer (psa). The lead was repositioned, and when connected to the device, noise was again observed. At that time, the helix would no longer retract. The lead was able to be explanted and replaced. No adverse patient effects were reported.